Event description:
Update:(B)(6) 2014 - plaintiff's preliminary disclosure received with medical records. Dor, hip side, product and lot provided. Medical records indicate that the patient was revised to address pseudotumor, clear yellow fluid, trunnion corrosion and wear, and osteolysis. Stem and sleeve added to complaint. Stem remains in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege physical injury, pain, bodily impairment, and high levels of toxic metal in the blood stream. Comment: due to litigation discussing the issues of metal-on-metal, we are currently reporting the acetabular cup and femoral head. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.